Manufacturer narrative:
On (B)(6) 2011 a bci field service engineer (fse) replaced the tubing at the sample access module. Fse verified the repairs per established procedures and results meet published performance specifications. The root cause for the leak was associated with replaced tubing that provides the pathway for sample aspiration from the analytical station to the slidemaker.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non infectious blood fluid leak at the connector of the lh 750 to the slidemaker. The customer was wearing personal protective equipment (lab coat, gloves and goggles). No change to patient treatment, no death, serious injury, or exposure to mucous membranes or open wounds been reported in association with this event. The operator did not seek medical attention.